Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Continuation of concomitant medical products: product ID 5076-58 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.